Event description:
Additional information received from a consumer (con) reported they electively had their pain pump removed because they never had therapy relief. They stated they had max dilaudid, fentanyl, oxy, and vicodin and it never helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient, who had been at an magnetic resonance imaging (MRI) facility and had been trying to get an MRI, mentioned they "had the pain pump put in, and they took that out but left the leads in" and the patient stated they left 'something else in' but took the pump out. The patient stated they could not remember what the 'something else' was and then commented 'maybe it was just the leads," but they thought there had been 'something else' and stated they were told that leaving 'the leads' was something they usually did because "it was the safest thing to do." The patient wanted to know if that was normal and if it was ok to leave "the leads" behind. The patient also wanted to know if they could still get an MRI with the remaining "leads" from their pump. Patient services offered to get the patient over to the pump team to discuss further and to answer the patient's questions, however the patient then stated that they would talk to the pump team at a later date because they wanted to schedule another MRI appointment at the time of the call. The patient stated they were in a lot of pain now, that they found fluid and they were told that that was 'normal' but the patient stated the pain was to the point where they could hardly walk so that's why the patient needed to have an MRI today, to see if there was something else going on in another part of their back. The patient stated they didn't know if the pain was related to the remaining 'leads ," or not and that's why they were doing the MRI. Because the patient did not wish to be transferred to pump, no further information about the pump system was gathered on this call. The patient reported they been ¿so sick¿ and their health had not been good.